Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 377875, lot# v012670, implanted: (B)(6) 2008, product type: lead. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Event description:
It was reported that both extensions and both leads had high impedances. It was reported that actions were not taken, but were planned, but specifics were not reported. It was reported the patient had pain. It was reported the cause of the high impedances were not determined. The patient was scheduled for a follow up meeting on (B)(6). "Status quo" was reported as the patient's outcome.

Manufacturer narrative:
.

Event description:
Additional information received reported the patient was going to get their system removed. The date of removal was not provided.